Event description:
The customer reported that during the vasoseal procedure, the physician met with resistance when trying to deploy the vasoseal. The sheath separated from the hub. All parts were retrieved from the pt by surgical intervention. There was no collagen deployed into the pt. The pt sustained no injury and no further complications were reported.